Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed "bloody looking" indentations on his skin. Skin is not open or seeping. The patient's physician prescribed a new fluid pill recently and ended up going to the hospital where they removed two gallons of fluid form the patient. Lifevest contact is irritating or exacerbating existing condition. During a follow-up, it was reported that the patient's irritation improved after the fluid removal and being provided a larger size garment.